Manufacturer narrative:
The investigation is ongoing. Occupation is attorney.

Event description:
The initial reporter alleged that the customer had a stroke on (B)(6) 2018 while using a coaguchek xs meter. The customer was told at the emergency room "that his inr readings were significantly low, even though readings on the coaguchek showed as normal." The actual results from the coaguchek xs meter and emergency room testing were not provided. The time between testing was not provided. The laboratory method used for the comparison testing were not provided. The serial number of the coaguchek meter. The treatment the customer received at the hospital was not provided. The patient's therapeutic range was not provided. No further information can be provided.

Manufacturer narrative:
The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.